Event description:
The customer reported a primary alarm failure: this is being reported due to a malfunction of the primary alarm. No patient involvement reported.

Manufacturer narrative:
This failure was isolated to the speaker (date code: (B)(4)) #1 voice coil which was found out of spec with 70.8 ohms of resistance. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This failure was isolated to the speaker (date code: (B)(4)) #1 voice coil which was found out of spec with 70.8 ohms of resistance.